Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the battery compartment was found to be cracked. The display screen was blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was blank. This report is made based on results of investigation completed on 06/07/2016.